Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. However, it is likely the cause was related to a faulty scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The problem was resolved through troubleshooting with olympus technical support via the phone. Upon connecting a different olympus, model series 190 scope to the subject device, the error no longer occurred. The user facility assigned the cause of the b30 error to use error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors e402, e415, b30 and e216 occurred. This report is submitted due to the reported malfunction of the "b30" error. The problem of the b30 error, as reported to olympus, occurred during a procedure. The intended procedure was completed with the same device. It was reported to olympus that there was no delay in procedure in which the subject device was used. There was no patient injury, associated with the problem, reported to olympus.